Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing h.6 codes 4627, 4642, and 4625 were reported incorrectly on manufacturer device report 1220648-2024-11826.

Event description:
The complainant reported a 33-year-old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient had no pulse present in their right lower extremity below the popliteal artery after the implant. Medical staff then escalated the patient to the impella 5.5 for ongoing support. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿